Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming 'reservoir volume low'. The alert was acknowledged. The reservoir volume was 5 ml, empty in 8 hours and 20 minutes. The medication used was blinatumomab. They were aware of the 4-hour rule with blinatumomab. The settings were reviewed. The rate was 0.6ml. Label reviewed: blinatumomab tbvi 110 ml at 0.6 ml per hr. The patient was connected on (B)(6) at 11 am. The rate was correct, but the volume may not have been set at 110 ml to start. They saw fluid remaining in the reservoir. No patient harm or no patient injury. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.